Event description:
A (B)(6) customer stated he purchased a contour xt meter at a (B)(6) pharmacy and found the meter was reading in mg/dl instead of mmol/l. No adverse event was alleged. The customer was advised to return the meter for investigation. A new meter was sent to him.

Manufacturer narrative:
The meter was initially delivered to a us customer, confirming it was sent to a us-based consignee. It is likely the meter was made available to the (B)(4) entity after it left bayer/ascensia control.